Event description:
Healthcare provided reported a right side implant exchange with no complaint against the device. Healthcare provider later reported "right bottomed out". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: silicone migration: not observed. As per the investigation procedure, crease and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare provided reported a right side implant exchange with no complaint against the device. Healthcare provider later reported "right bottomed out". The device has been explanted.